Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the complaint was confirmed. Upon receiving, the device was in hibernation and was charged to 3.939 volts in one cycle. However, the charge and system data logs were corrupted, and the device failed the reed switch test (attempt to read past end of log) during the device level functional test. It was due to the intermittent battery internal resistance caused by an internal battery tab anomaly. The battery anomaly resulted in the reported complaint. In addition, the device sleep current was excessive (212 ua average). This type of damage is typically caused when the ipg is exposed to high voltage transients. It was reported that electrocautery was not used during the explant. It was only used after the ipg was removed. The cause of the device damage could not be determined.